Event description:
It was reported that this implantable cardioverter-defibrillator (ICD) exhibited high out-of-range pacing impedance measurements and high pacing threshold measurements on the right ventricular (rv) lead. Underwent procedure, the rv lead was surgically abandoned and successfully replaced. Additionally, the ICD was also explanted and successfully replaced. No additional adverse patient effects were reported.